Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verioiq meter reads inaccurately high compared to another device (onetouch ultraeasy meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2013 she obtained blood glucose readings of ¿20.1 mmol/l¿ with the subject meter and ¿5 mmol/l¿ with the onetouch ultraeasy meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of (B)(4). The patient manages her diabetes with insulin (self adjuster). According to the csr¿s documentation, the patient reportedly had increased her insulin regimen (dosage not specified) based on the subject meter reading and subsequently the following day, the patient reportedly developed hypoglycemic symptoms (specifying headache, feeling slow, and shaky). At an unspecified time later the patient reportedly consumed more food as self-treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.